Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
.During routine follow up call on an unrelated customer experience the peritoneal dialysis patient contact reported that the patient felt full after treatment and drained an additional 1600ml. The patient's fill volume that day was reportedly 500ml. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (manual stat drain) where it is indicated that 2100ml drained. This drain is 420% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 500ml is 900ml. Therefore, a reportable malfunction has occurred. The patient was reportedly in the hospital for an unrelated customer experience. Additional information was solicited.